Manufacturer narrative:
A visual examination of the returned device revealed that there was a slight dent on the case. A performance test was conducted, and it was confirmed that the gauge of the device was reading incorrectly. The device was repaired, by removed the lens and re-staked the needle to 20 psi, and was able to perform within specification. The investigation indicates the most likely root cause for this complaint is attributable to the unit being dropped or jarred, this device was used during a procedure so the cause of the failure is unknown. Taking into consideration the details of the complaint and product analysis this investigation will be assigned the most probable root cause classification was unable to be determined.

Event description:
It was reported to boston scientific corporation that a pnematic hand pump was used during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the egd procedure the hand pump was unable to inflate a balloon above 15psi. The procedure was not completed due to this event, however there were no patient complications and the patient's condition has been described as okay. On (B)(6) 2011 investigation results revealed that the gauge was reading inaccurately, making this a reportable event.